Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed unexpected restart. Customer's blood glucose was 178 mg/dl. Customer stated, the insulin pump was not stored for an extended period of time. Customer stated the alarm occurred twice after rewinding the device. Customer was advised the device would be replaced and to monitor the device he wished to continue use of the device. He agreed to return it for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.